Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the needle slipped out of the device while using one device and one reload. The surgeon attempted to use a second device and second reload; however, the suture slipped out of the needle. The surgeon used a third device, and it was difficult to load with both of the above mentioned reloads. The surgeon used a new device, and was able to successfully continue with the procedure. There are currently no issues with the patient. There was no patient injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.